Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. A trauma has been reported. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. Furthermore a partial migration of the active electrode, possibly due to the reported impact is assumed. Since the device is not available to the manufacturer for examination, no device investigation was conducted. If the device is received in the future, the case will be re-opened and the device investigated.

Event description:
The recipient has started doing gymnastics; it is unclear whether an accident has occurred. A trauma has been reported. The patient has been re-implanted on (B)(6), 2017, but the device has not been received for investigation.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Additionally, an accident or impact might have weakened the fixation of the electrode which led to electrode mobility. As per information from the field, the patient started doing gymnastics and it is likely that he has fallen and bumped his head. In addition electrode contact 12 was found outside of cochlea, as confirmed by diagnostic images. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
Device malfunction. The recipient has started doing gymnastics; it is unclear whether an accident has occurred. The patient has been re-implanted.